Event description:
Per the audiologist, the patient experienced pain at the site of the implant with or without stimulation. The patient received an injection of pain medication (type not reported) above the site of the implant. The results of a CT scan indicate the device tip is folded over. The physician indicated the patient received a shock after walking through a metal detector. The patient was explanted in 2009, and the patient was reimplanted with a new device during the same surgery.